Event description:
It was reported to boston scientific corporation on (B)(6) 2012 that a pneumatic hand pump was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2012. According to the complainant, during preparation for the procedure, the gauge of the device was observed to be frozen at 25 psi. When the device was shaken the needle free floated to 30 psi and would not move again. When the device was used to attempt to inflate the balloon, the pressure readings on the gauge did not change. It was reported that the procedure was completed with another pneumatic hand pump. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Visual evaluation of the device found no signs of damage beyond a slight scratch on the gauge housing. The needle was noted to be stuck t around 24 psi as reported by the customer. Functional analysis was performed. The unit was attached to a test gauge and attempted to inflate. The needle would not respond to changes in pressure. The lens cover was removed and the needle was reset for another test. The gauge was then pressurized and depressurized and the needle performed within specifications. The complaint that the gauge was reading inaccurately was confirmed. It is most likely that this failure occurred due to damage during handling such as a small drop that could have jarred the internal gauge components. Therefore, the most probable root cause for this complaint is handling damage. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Manufacturer narrative:
Patient weight is unknown. This is a reusable device. Therefore, there is no expiration date. The reported event of gauge frozen/not reading accurately. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2012 that a pneumatic hand pump was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2012. According to the complainant, during preparation for the procedure, the gauge of the device was observed to be frozen at 25 psi. When the device was shaken the needle free floated to 30 psi and would not move again. When the device was used to attempt to inflate the balloon, the pressure readings on the gauge did not change. It was reported that the procedure was completed with another pneumatic hand pump. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.